Manufacturer narrative:
The returned implantable defibrillator was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the patient heard this implantable device beeping and was seen in-clinic. Device interrogation revealed the battery had depleted and it was alleged this depletion was premature. The physician elected to surgically explant and replace the device to resolve the event. The patient was stable with no additional adverse consequences. The device was received for analysis.

Event description:
It was reported that the patient heard this implantable device beeping and was seen in-clinic. Device interrogation revealed the battery had depleted and it was alleged this depletion was premature. The physician elected to surgically explant and replace the device to resolve the event. The patient was stable with no additional adverse consequences. The device is expected for analysis, but has not yet been received.